Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep stated patient has issues with their scs implanted device. They believe the settings are not set right due to the battery. No symptoms were reported.

Manufacturer narrative:
B5 has been updated to include information previously captured in [707396686] as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the device is not working correctly. Patient stated it is going across their back but they want it across their feet. Patient said they are in pain. The patient was redirected to their healthcare provider to further address the issue. It was reported they had to keep charging their old battery so they went with a non-rechargeable option. The patient was told their programming was not correct, so they tried to reprogram but it still wasn't right. The patient's doctor looked at the x-ray and stated the leads were not right. The doctor stated the patient needed surgery again to revise the leads. The patient went through the second surgery 3-4 weeks ago. When patient went back to the healthcare provider to get checked out after the surgery, the representative put in some programs but the programs weren't working that great.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2016; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2016; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-oct-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.